Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 27-dec-2021, it was noticed that the incorrect code was reported under field "h6. Type of investigation" of the 3500a initial medwatch report. The code reported should have been "device discarded (b18)" and not "device not returned (b17)". The correct code has now been populated.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an afib paroxysmal ablation procedure with a (B)(6) bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that pericardial effusion/tamponade occurred. Pericardial puncture for blood drainage was needed. The patient did not experience a post-op device malfunction. The patient did not require revision surgery or hardware removal. Additional information received indicated adverse event occurred and was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was the patient condition. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event to be monitored. A smartablate generator was used during procedure with correct catheter selection. A brk abbott transseptal puncture needle was used during procedure. Prior to noting the cardiac tamponade ablation was already performed. There was no evidence of steam pop. An irrigated catheter was used in the event, the flow settings were 8ml/min up to 30w, 15ml/min above 30w. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were dashboard and vector. Visitag module was used, parameters for stability used were range 3mm, time 3 sec, force over time (fot) 2%, minimum force 3gm, and tag size 3mm. No additional filter used with the visitag. Color option used prospectively was ablation index.